Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl. The customer stated that she treated her high blood glucose with the insulin pump, but it was still high, and then she went to the hospital. The customer stated that she was feeling nauseous and had a headache. The customer stated she was advised to stop using the device and revert to insulin pens as well have the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.